Event description:
The complaint was reported as: the user was not able to connect the nebulizer adaptor properly as it tilted so that the appropriate oxygenation was not possible. No report of a pt injury.

Manufacturer narrative:
Two pictures of the unit of catalog number 031-33j (nebulizer adaptor 033, sterile, (B)(4)) were received for analysis. They were visually inspected but they did not show the issue reported. It is necessary to receive the physical sample. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The part number 12153 is a component of the part number 031-33j. For that reason the (B)(4) assembly process and manufacturing procedure were reviewed and no findings that can potentially relate to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determined the source of defect reported.